Manufacturer narrative:
The event product was returned to applied medical for evaluation with two (2) non-incident units. No damage was observed on the non-incident units. Upon inspection of the event unit, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. This report is to follow-up to medwatch (B)(4).

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Robotic procedure - the trocar broke mid stem during the procedure. Additional information received via email from sales representative on (B)(6) 2017 the doctor completed a robotic procedure and the robot was undocked. As the surgeon was removing the ctf71 cannula, it broke clean in half, with the bottom half still inside the patient. No instruments were being used inside the trocar at the time. The surgeon used graspers to remove the rest of the trocar, and no fragments were left inside the patient. No patient injury occurred and no additional trocar was used since the case was finished. Patient status: no patient injury.